Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia and syncopal episode. The implantable pulse generator (ipg) was explanted and replaced following eight years service. No further patient complications have been reported as a result of this event.